Event description:
It was reported that the patient presented with presyncope. It was noted that the rhythm strip showed a 3-4 second pause in pacing. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.